Event description:
Event description guidant received information that the patient with these leads had fallen quite hard. Interrogation of the pacemaker indicated the lead safety switch (which changes polarity from bipolar to unipolar) had been activated. The impedances for both leads were greater than 2500 ohms. There is no capture. The patient is not symptomatic. Technical services advised to suspect lead fracture.